Event description:
Our foreign affiliate advised us that a patient living in another country, had traveled to the u.s. And while in another city, developed a corneal ulcer in the od. The patient had been wearing acuvue advance contact lenses on an extended wear schedule. This product is not approved for extended wear. The pt was treated at a hospital emergency room. We received a copy of the treatment record. The patient was initially seen in 2007, and reported pain and swelling in the od for 24 hours prior to seeking care. The pt had seen another "eye doctor" earlier that day and had been prescribed cipro drops q2h. When the pt was seen at the hospital emergency room, od va was 20/60 with correction. The treating eye care professional (ecp) noted the pt had od pain, redness, photophobia, and reduced vision. The treating ecp noted the pt wore the lenses extended wear "many days at a time". The pt had a 3.1 mm x 1.7 mm central corneal ulcer, which blocked the visual axis. The ecp was unable to visualize the anterior chamber. The ecp noted pannus, stromal haze and endothelial infiltrates temporal and superior to the ulcer and 3+ conjunctival injection. Culture specimens were taken and sent. We contacted the hospital medical records department and were told the culture results were not in the medical record. We called the clinic and spoke with an ophthalmology resident who remembered this patient. The resident said the pt's corneal ulcer was positive for pseudomonas. The medical record shows the pt was prescribed fortified tobramycin, q1h, fortified vancomycin, q1h, alternating every half hour and cyclopentolate tid. The pt was instructed to throw away remaining contact lenses and not to wear contact lenses. The patient returned the following day, and there were no change in symptoms. The slit lamp exam showed the corneal ulcer was 3.1 mm x 3.6 mm. The pt was to return , that night. The pt was instructed to continue with medication. The pt's doctor in another country, was informed of the situation. Our foreign affiliate has been in contact with the pt. The pt's medical record has been requested, but has not been received. The patient told our foreign affiliate the eye is improving but the patient may require a corneal transplant. The pt provided the lot number for the product in question but the pt discarded the lenses. A lot history review was performed and the results indicate the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Any additional information will be reported within 30 days from receipt. All MDR reportable events are reviewed with management during quarterly management review meetings.